Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Additionally, customer reported that they found error code message of machine pressure sensors auto-zero failed in the logged. The customer reported there was no patient involvement.